Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had crack on the main body, rainbow effect on screen and louder during rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked lcd display window corners noted. The test reservoir p-cap was able to lock in place. Device received with intermittent button response due to flattened dome switch on act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, rewind test and self test. No missing segments or rewind anomaly noted. (B)(4).